Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu power supplies and workstation corrections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.